Event description:
Caller reported an error in the continuous glucose monitor, specifically a cgm error 42, involving the g6 sensor. There was no reported impact on the customer¿s blood glucose level. Technical support provided the caller with information to perform a complete pump reset, and the caller planned to reset the pump at their convenience, with instructions to follow up if the issue persisted.